Event description:
The patient suffering from coxoarthrosis of the right hip, in 2005 underwent a right hip arthroplasty surgery. Subsequently, the patient had pain and difficulty walking. She the patient was again hospitalized, where following a diagnosis of "pta aseptic mobilization" was submitted, on (B)(6) 2021, to new prosthesis revision surgery. Doi: 2005; dor: (B)(6) 2011; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Corrected: b3, d6b.